Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, soreness, increased metal ion levels, and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update received 05/20/2016. The sales rep has reported the revision surgery. Patient was revised to address pain and loosen stem. Xrays with der. There is no new information that would change the existing MDR decision. Updated part/lot numbers. Complaint was updated on 06/06/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation received. Litigation alleges pain, discomfort, soreness, increased metal ion levels, and metallosis. Update received (B)(6) 2016. The sales rep has reported the revision surgery. Patient was revised to address pain and loosen stem. Xrays with der. There is no new information that would change the existing MDR decision. Updated part/lot numbers. *complaint was updated on (B)(6) 2016. Update (B)(6) 2017: pfs received. In addition to what was previously alleged, pfs alleges clicking sensation and inability to sleep. This complaint was updated on (B)(6) 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Provided photography of the femoral head does not show any product problem. The provided xray is too poor quality to functionally review. However, no fracture or disassociation is obvious. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided liner/femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A search of the complaints databases finds no other reports against the stem product and lot code combination since its release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. No further changes to previous investigation / / investigation summary: litigation received. Litigation alleges pain, discomfort, soreness, increased metal ion levels, and metallosis. Doi: (B)(6) 2009 dor: scheduled (B)(6) 2016 (left hip). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. **update received (B)(6) 2016. The sales rep has reported the revision surgery. Patient was revised to address pain and loosen stem. Xrays with der. There is no new information that would change the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Update oct 27, 2017: pfs received. In addition to what was previously alleged, pfs alleges clicking sensation and inability to sleep. This complaint was updated on nov 2, 2017.